Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 24 mm watchman flx laa closure device with delivery system (wds). It was observed that the patient had noticeable spontaneous echo contrast in conjunction with the index procedure. Following recovery, the patient was discharged with a prescription for 2.5mg eliquis bid. At a routine follow up examination, 45 days post procedure, a thrombus was discovered. The non mobile, laminar thrombus was located on the closure device. A gutter of 2.9mm was also observed towards the limbus when no gutter had been observed during the index procedure. The eliquis prescription was increased to 5mg bid in response to the thrombus. The patient was reported as stable.